Event description:
Smith's medical asd, inc. Cadd yellow medication cassette reservoir had a crack in the tubing exiting the cassette. This was caught by the anesthesia team and sent back to pharmacy to waste. Lot number unknown. FDA safety report ID # (B)(4).